Event description:
Biotronix was informed that this pt expired on (B)(6) 2011, of unk causes. The local rep was contacted for any add'l info. The device has not been returned for analysis. This is all of the available info at this time. If add'l info becomes available, this event will be updated.